Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer changed pump supplies to address the issue. Additionally, it was reported that ongoing intermittent occlusion alarms occurred. A replacement pump was sent to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.